Event description:
It was reported that the patient experienced infusion set cannula was bent on the first day of insertion in the lower back and had high blood glucose event for one to two hours which was treated by manual injection on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.